Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system (sn: (B)(4)) exhibiting a tcmid: 02 (ce danfoss error) was confirmed through review of the event log. The event log showed tcmid: 02 (ce danfoss error) occurred around the time of the reported event. The root cause was determined to be a defective cooling engine. The cooling engine was replaced to remedy the issue. Visual inspection was performed and found that the cable harness has corroded contacts, this is not related to the reported complaint. The thermogard is a reusable as well as serviceable device and was manufactured on 10/23/2012. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. Archive log showed three tcmid 5-2-2-4-0 errors around the reported event date. Following the repair and parts replacement ( cable harness and cooling engine ) , the thermogard passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported , the thermogard exhibited tcmid:02 ( (ce danfoss error) error message. Follow up attempt were made to gather additional information , however were unsuccessful. No patient harm or consequence was reported on this event.